Event description:
Vague report received states in 2004 when the nurse went to check the device 24 hours after it had been put in place, only 3/4 of the drug had been infused, and the flow had stopped. Report states the unk infusor contained an unk chemotherapy drug. Reporter states "no clinical consequences were reported."